Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) female patient had a skin irritation. The patient had sores and the device was rubbing her surgical incision raw under her left breast. The patient removed the device to let her skin heal and the patient's doctor told her to wear the device as much as possible. Follow-up indicated that the patient ended use. The outcome of the skin irritation is unknown.